Event description:
It was reported that during a routine device change out procedure, insulation abrasion was noted on the left ventricular lead. Electrical values were normal; the lead remained implanted. The patient would be monitored.